Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the tang hole of one of the jaws was broken and the needle tail was bent. The fractured section was sent for material analysis, and it was determined that the fractured surface exhibited evidence indicative of a bending/torsional overload. No material anomalies were noted. The device welding and riveting was found to be within manufacturing specifications. Functionally, the returned device presented the open and close movement of the intact jaw upon handle actuation. However, the broken jaw precluded the possibility of performing further functional testing. The condition of the returned incident device was consistent with the complaint that the device jaw was detached. Based on the material analysis, the fracture likely occurred due to a torsional/bending overload. However due to the lack of evidence identifying the use of the device prior to the procedure, the most probable root cause is undeterminable. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the directions for use (dfu) caution that the "application of excessive force to the forceps may damage the device." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, prior to the procedure, the device was removed from the package and the jaw detached. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. At the time of this event, the patient was neither en route to or present in the room.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, prior to the procedure, the device was removed from the package and the jaw detached. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. At the time of this event, the patient was neither en route to or present in the room.